Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73m1600218 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a laparoscopic cholecystectomy and application of 3 clips across the cystic duct, all 3 clips would not lock. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws are misaligned as one of them is bent. The returned product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and close. Another attempt was made and the next clip was able to load properly but was unable to close. The remaining clips all had issues with the loading and/or closure of the clip. The misaligned jaws would make it difficult for the clips to be able to load properly or close. The sample was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the jaw spring and the proximal end of the other remarks: that the jaw spring and the proximal end of the feeder were both feeder were both slightly bent. The damages found to the internal components contributed to the clips being unable to load and/or close properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "not locking" was confirmed based upon the sample received. One device was returned. The device was received with misaligned jaws due to one of the jaws being bent. Upon functional inspection, the first clip was able to load and close properly. However, the remaining clips were all unable to properly load and/or close. The device was disassembled and it was found that the jaw spring and the proximal end of the feeder were both bent in addition to the bent jaw. These damages prevented the clips from consistently being able to properly load into the jaws of the device and close. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
During a laparoscopic cholecystectomy and application of 3 clips across the cystic duct, all 3 clips would not lock. There was no patient injury.